Event description:
The customer reported that during a procedure for partial resection of the kidney, a pt received 2nd-3rd degree burn at the return pad site. The burn was noticed when the pad was removed. The burn was treated with flamigel (hydrocolloid).

Manufacturer narrative:
(B)(4) 2013. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.